Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301948, lot 1903191 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect. Investigation conclusion: unfortunately, as a result, bd was unable to verify the reported issue. Root cause description: the accurate root cause of the reported issue could not be determined. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures.

Event description:
It was reported that foreign matter was found before use with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, "it's noticed that foreign matter on the barrel during priming."